Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided product complaint customer feedback form was reviewed, in addition to, a subsequent e-mail that confirmed a depth gauge was used in the procedure. However, smith and nephew has not received the device/adequate materials to fully evaluate the complaint. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional clinically relevant documents are provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to procedural variance or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after an open reduction and internal fixation of the clavicle that had been performed on (B)(6) 2021 with an evos 2.7/3.5 sup dist clav pl 9h l 133mm plate, the patient suffered from a pneumothorax. It is stated that the surgeon commented during the case that the measuring and insertion of the medial screw might have been longer than he expected. Following the incident, the patient was returned to the operating theater and the screw lengths were changed, it is unknown what company screws were utilized. Current health status of the patient is unknown. Scrub nurse mentioned that a chest tube was utilized but cannot confirm definitive treatment for pneumothorax.